Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: 1. Were there any patient consequences? 2. Please provide lot number 3. Please provide the source or name and title of the external person providing answers to follow-up.

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2024 and suture was used. The mother gave birth to a live baby girl at 9:15. A first-degree perineal laceration was found after delivery, and the perineal wound needed to be sutured with suture. During the suturing process, the needle of the suture became detached from the suture and could not be used anymore. Another suture was replaced to complete the perineal wound suturing. There were no adverse patient consequences reported. Additional information was requested.